Event description:
Information was received indicating that while in use of a smiths medical cadd extension set, leak was observed around the bubble trap. No patient consequences were reported. No adverse effects were reported.